Event description:
It was reported by the customer that a pyxis medstation es system drawer 6 was failed. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 6 was failed. A field service engineer replaced the board to resolve this issue. Preventative maintenance has performed the system functioned as intended after field service engineer troubleshoot the device.